Event description:
It was reported that a freestyle libre 3 plus sensor remained in pairing for approximately 20 minutes without alarms until the user performed a bluetooth toggle and restarted the ilet, after which the sensor was rescanned and entered warmup. Symptoms included no clinical effects. Outcomes included no impact on health. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a resolved pairing failure attributed to transient connectivity during sensor pairing, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction and temporary communication interference.